Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The patient had their lead removed prior to the planned end of treatment date due to a suspected infection. The patient reportedly experienced skin irritation (i.e., redness) at the lead exit site and warmth of the affected area in association with this issue. A photo was provided with the complaint which appears to show regions of redness beneath the adhesive portion of the waterproof bandage and extending up the patient's shin. Note that there was no report of a culture to test for infection. The patient's physician elected to remove the lead out of an abundance of caution due to the proximity of the lead to previously implanted surgical hardware. The patient was prescribed antibiotics for treatment of the issue. Based on the pattern of irritation seen in the photo attached to the complaint, it is possible that the issue may have been caused or exacerbated by increased skin sensitivity to adhesive system components (e.g., waterproof bandage). The issue reportedly resolved with no lasting effects, per an update provided by a representative in contact with the patient.

Event description:
The patient's lead was removed due to a suspected infection and out of an abundance of caution due to the proximity of the lead to previously implanted surgical hardware. The patient was prescribed antibiotics.